Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had stored a signal artifact monitoring (sam) episode in which the right atrial (ra) lead impedances were high measuring 1573 ohm and were oversensed by the minute ventilation sensor (mv). It was also noted that the ra lead had noise which resulted in failed ra threshold tests. Technical services recommended to bring the patient in for further evaluation and to test the thresholds and impedances for a possible connection issue. This pacemaker and ra lead remains in service. No adverse patient effects were reported.